Event description:
It was reported that the twist drill tip fractured off during a case and fall into patient. The procedure was delayed over 45-60 minutes for the x-ray to recover and remove it from the patient.

Manufacturer narrative:
The reported event that the tip of the drill fractured could be confirmed. The visual inspection revealed that drill helix is broken off near the shaft at the working area. The broken off fragment could be retrieved and was returned. Within the investigation it was determined that the fracture surface shows the appearance of a forced rupture resulting from torsional overload during application. Furthermore, the cutting edge shows the collision area where the drill collided against a hard object , not bone. Based on investigation the root cause of the drill breakage was attributed to a user related handling issue. The drill breakage was caused due to a collision and impact with a hard material (no bone) during application. Indications for any material, manufacturing or design related problems were not determined in the investigation. Therefore, no corrective and/or preventive actions are deemed to be necessary at this time.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that the twist drill tip fractured off during a case and fall into patient. The procedure was delayed over 45-60 minutes for the x-ray to recover and remove it from the patient.